Event description:
This is the same event and the same pt reported under MDR ID # 2939859-1998-00169. This is the first MDR submitted for the first suspect product. A physician reported a pt was originally skin tested on 9 april 1998 with negative results. On 20 may 1998, the pt was treated with two formulations of collagen in the nasolabial folds, glabella, and the vertical lip lines above the upper vermilion border. On 22 may 1998, the pt developed a large, red, raised, and "itchy" rash around the mouth and down the chin- "in a ring-like shape" including both collagen treated and non-treated areas. No differentiating symptoms were noted at the collagen treated sites. The pt also developed a red, raised rash on her eyelids, "itchy" scalp and "dry" skin on her face. The pt was treated with a laser for hair removal in the same area as perioral rash about 1 mo prior to collagen treatment. On 17 june 1998, the pt was examined and the symptoms continued. The physician prescribed hydrocortisone cream and oral benadryl. The physician believed the symptoms may possibly be a hypersensitivity to collagen, or a possible adverse response to the prior laser treatment. No further med or surgical intervention was planned or prescribed.